Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen, although touchscreen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Customer was unable to complete reset steps or continue troubleshooting due to button issue, and Technical Support arranged replacement pump for button and touchscreen problem. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.